Manufacturer narrative:
Problem code 1069 captures reportable event of fiber broke. Investigation results the fiber was returned broken into two pieces. The first piece measured approximately 80.5 cm from the top of the connector to the break. The second piece measured approximately 237.1 from the break and includes the entire distal tip. This piece included two kinks. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 07:47 am CT.the report number is being corrected from: 3005099803-2018-62080 to: 3005099803-2018-60927.

Event description:
Note: this report pertains to the first of three devices used during the same procedure. It was reported to boston scientific corporation on september 24, 2018 that three flexiva ID tractip 200 laser fibers were opened for use in a laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during preparation, two flexiva ID tractip 200 laser fibers were noted to be broken upon removal from the package. Both laser fibers had a crack in the middle of the fiber body. A third flexiva ID tractip 200 laser fiber was opened and broke near the hub when being passed to the physician. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injure nor adverse patient effects as a result of this event. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
Note: this report pertains to the first of three devices used during the same procedure. It was reported to boston scientific corporation on (B)(4) 2018 that three flexiva ID tractip 200 laser fibers were opened for use in a laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during preparation, two flexiva ID tractip 200 laser fibers were noted to be broken upon removal from the package. Both laser fibers had a crack in the middle of the fiber body. A third flexiva ID tractip 200 laser fiber was opened and broke near the hub when being passed to the physician. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injure nor adverse patient effects as a result of this event. There were no patient complications reported.